Manufacturer narrative:
Patient weight not made available from the site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon alleged the patient registration was inaccurate by several millimeters. No specific measurement was provided. The site reported attempting all methods of registration with the navigation system. The site attempted touch-n-go registration 5 times and tracer 5 times. Pointmerge registration was attempted one time with fiducials and one time using facial landmarks. The medtronic representative states it was highly likely that the facial landmarks were moved. The patient was older and had an excess of skin, therefore, tracer was inaccurate as well. The surgeon opted to discontinue the use of the navigation system and halted the procedure, to be re-scheduled. There was no impact on patient outcome.